Event description:
It was reported that five revision cases in total due to infection with different patient have been occurred since about (B)(6) 2014. The devices in question were replaced by competitor¿s valves. The condition of each patient is reported as good. The place where infection was noted is unknown. No more detailed information is provided. (B)(6) 2015 email sent to affiliate requesting additional information involving the 5 cases mentioned. It was communicated that if 5 different patients additional complaints will need to be registered. The additional 4 cases reported are as follows: (B)(4).

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot numbers were unknown. No root cause could be determined since no samples were returned for evaluation. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.